Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that an ac module was faulty. There was no reported pt involvement and/or pt impact.